Event description:
Revision surgery required. The surgeon decided to remove hansson pin because the pt had necrosis of the femoral head. After surgeon removed the pin, he found that the tip of the inner pin was broken, and it was placed in the femoral head of the pt.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4).